Event description:
The patient called to complain that she was burned from an MRI 4 days earlier. She had her MRI and called four days later to say she had a red burn on both her shoulders after having her MRI, but didn't let anyone know about it. She said the redness is gone, but there is some swelling on one shoulder. I asked her to contact her pcp and let them know about it. The tech who scanned this patient didn't know there was anything wrong, because the patient never said anything to her.